Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient experienced a corneal burn. The occlusion tone was not heard by the staff. The surgeon has noted that the patient's cataract was dense and white. Additional interventions for the patients have not been reported. Additional information has been requested and received indicating that the ophthalmic system did not sound the occlusion alarm or display the occlusion message.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event of an issue with the occlusion bell. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will monitor for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).